Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. No anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to dislodgement. No further information is available.